Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vertigo ("vertigo") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), rheumatic disorder ("connective tissue pain"), asthenia ("general body weakness"), pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), rash ("rashes on her upper extremities"), dry skin ("dry"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, menstrual disorder, back pain, migraine, arthralgia, myalgia, rheumatic disorder, asthenia, pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo and fibromyalgia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, asthenia, back pain, dizziness, dry skin, dysgeusia, eye pain, facial pain, fibromyalgia, lymphadenopathy, menorrhagia, menstrual disorder, migraine, myalgia, neck pain, pain, pelvic pain, pruritus, rash, rheumatic disorder, skin exfoliation, tenderness, vaginal discharge, vaginal infection, vertigo, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/body aches") and menorrhagia ("prolonged menses") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and tobacco user. Concurrent conditions included overweight. On (B)(6) 2012, 14 days before insertion of essure, the patient experienced rash ("rashes on her upper extremities"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("connective tissue pain"), asthenia ("general body weakness"), the second episode of pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), menopausal symptoms ("pre-menopausal symptoms"), skin disorder ("bumps on skin"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gastrointestinal disorder or digestive system condition"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy) and surgery (total abdominal hysterectomy andsalpingo-oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, the last episode of pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia and gastrointestinal disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pelvic pain, pruritus, rash, skin disorder, skin exfoliation, tenderness, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight increased, the first episode of abdominal distension, the first episode of pain, the second episode of abdominal distension and the second episode of pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic pain, menorrhagia, nausea. Most recent follow-up information incorporated above includes: on 27-feb-2018: the event pre-menopausal symptoms, abnormal vaginal bleeding, urinary tract infection, bumps on skin, headaches, nausea, dysmenorrhea, fatigue, abdominal pain, hair loss, gastrointestinal disorder or digestive system condition added, events outcome added from pfs and concurrent condition, medical history added from medical record. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/body aches"), menorrhagia ("prolonged menses") and sjogren's syndrome ("sjogren") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and tobacco user. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced rash ("rashes on her upper extremities"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On 1-jan-2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("connective tissue pain"), asthenia ("general body weakness"), the second episode of pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), menopausal symptoms ("pre-menopausal symptoms"), skin disorder ("bumps on skin"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition"), inflammation ("I still have inflammation running"), hypersensitivity ("allergic or hypersensitivity reaction type"), depression ("depression"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), incontinence ("incontinence"), bladder pain ("pain bladder"), hypertension ("hypertension"), vision blurred ("blurred vision"), carpal tunnel syndrome ("carpal tunnel"), uterine pain ("uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling legs and arms too") and hypoaesthesia ("numbness legs and arms too."). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on 13-oct-2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, the last episode of pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, incontinence, bladder pain, hypertension, vision blurred, carpal tunnel syndrome, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, carpal tunnel syndrome, cystitis, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypoaesthesia, incontinence, inflammation, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, paraesthesia, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, weight increased, the first episode of abdominal distension, the first episode of pain, the second episode of abdominal distension and the second episode of pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) patient do not regret to surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, menorrhagia, nausea. Concerning the injuries reported in this case, the following one was reported via social media: inflammation. Concerning the injuries reported in this case, the following one/ones were reported via social media: tingling legstingling legs and numbness legs. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: new reporters added. New events added: tingling and numbness in legs and arms added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/body aches"), sjogren's syndrome ("sjogren") and menorrhagia ("prolonged menses") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and tobacco user. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rashes on her upper extremities"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("connective tissue pain"), asthenia ("general body weakness"), the second episode of pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), menopausal symptoms ("pre-menopausal symptoms"), skin disorder ("bumps on skin"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition"), inflammation ("I still have inflammation running"), hypersensitivity ("allergic or hypersensitivity reaction type"), depression ("depression"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), incontinence ("incontinence"), bladder pain ("pain bladder"), hypertension ("hypertension"), vision blurred ("blurred vision"), carpal tunnel syndrome ("carpal tunnel"), uterine pain ("uterus pain") and cystitis ("bladder infection"). The patient was treated with hysterectomy and bilateral salpingo-oophorectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, the last episode of pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, incontinence, bladder pain, hypertension, vision blurred and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, carpal tunnel syndrome, cystitis, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, incontinence, inflammation, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, weight increased, the first episode of abdominal distension, the first episode of pain, the second episode of abdominal distension and the second episode of pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, menorrhagia, nausea. Concerning the injuries reported in this case, the following one was reported via social media: inflammation . Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs and medical record received: lot number, reporter information, product information, concomitant, and events: hypersensitivity reaction, depression, bladder or urinary problems or change, bladder or urinary problems or change, nickel allergy, facial swelling, neck swelling, incontinence, pain bladder, hypertension, blurred vision, carpal tunnel, uterus pain, bladder infection were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/body aches"), sjogren's syndrome ("sjogren") and menorrhagia ("prolonged menses") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and tobacco user. Concurrent conditions included overweight. On (B)(6) 2012, 14 days before insertion of essure, the patient experienced rash ("rashes on her upper extremities"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("connective tissue pain"), asthenia ("general body weakness"), the second episode of pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), menopausal symptoms ("pre-menopausal symptoms"), skin disorder ("bumps on skin"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition") and inflammation ("I still have inflammation running"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy) and surgery (total abdominal hysterectomy andsalpingo-oopherectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, the last episode of pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia and gastrointestinal disorder had resolved and the sjogren's syndrome and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, inflammation, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, tenderness, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight increased, the first episode of abdominal distension, the first episode of pain, the second episode of abdominal distension and the second episode of pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, menorrhagia, nausea. Concerning the injuries reported in this case, the following one was reported via social media: inflammation . Most recent follow-up information incorporated above includes: on 18-jul-2018: social media post: new event: inflammation added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/body aches/ pelvic area'), menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') and sjogren's syndrome ('sjogren') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, tobacco user, numbness and muscle spasm. Concurrent conditions included body mass index normal, head pain, limbs stiffness, displacement of cervical intervertebral disc without myelopathy, insomnia, intracranial hemorrhage, papilloma, papilledema, chronic pain, weakness and abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin (amox) since (B)(6) 2012, azelastine from april 2016 to may 2016, azithromycin from april 2011 to july 2016, ciprofloxacin from december 2012 to december 2016, clavulanate potassium since (B)(6) 2012, diclofenac sodium (diclofenac al) from december 2013 to may 2016, duloxetine from may 2016 to january 2018, estradiol from march 2017 to may 2017, fexofenadine from may 2012 to september 2012, meclozine (meclizine) from december 2015 to march 2016, nortriptyline hydrochloride (pamelor), nortriptyline from december 2013 to may 2016, omeprazole from january 2017 to december 2017, sulfamethoxazole;trimethoprim (smz-tmp ds) from december 2012 to october 2016, terconazole from december 2012 to september 2014 and tizanidine from december 2015 to december 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), rash ("rashes on her upper extremities/skin rash"), facial pain ("facial pain"), eye pain ("eye pain"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), menopausal symptoms ("hormonal changes (describe: pre-menopausal symptoms)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea/feel sick to stomach every morning"), dysmenorrhoea ("dysmenorrhea (cramping)/crap"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition - type: unknown"), urinary incontinence ("incontinence / infection (bladder / urinary tract / vaginal) - type: and incontinence"), bladder pain ("pain bladder") and hypertension ("hypertension / rashes or skin conditions - type: hypertension") and was found to have weight increased ("weight gain / loss (specify which one) gain/ weight 220lbs"). In (B)(6) 2012, the patient experienced pruritus ("topical itching/ itching") and skin disorder ("bumps on skin"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder - type of disorder: fibromyalgia "). In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems - condition: depression"). In 2013, the patient experienced vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: both"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision / vision / eye problems - type: blurred vision"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menstrual disorder ("abnormal menses"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("general body weakness, body getting very sleepy"), pain ("body pain, body aches, connective tissue pain"), tenderness ("sensitivity to touch"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), abdominal distension ("abdominal swelling, bloating and distention, feel bloated, bubble movements in my stomach"), dysgeusia ("metallic taste in her mouth"), abdominal pain ("abdominal pain"), inflammation ("I still have inflammation running"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), uterine pain ("uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling legs and arms too"), hypoaesthesia ("numbness legs and arms too."), pain in jaw ("jaw pain"), bruxism ("I have always figured it was from me clinching my jaw or something"), breast pain ("sore breast"), malaise ("little illness"), dermatitis contact ("a detergent I used for years I wound up being allergic to out of no where") and post procedural complication ("having post -operative issues"). The patient was treated with duloxetine hydrochloride (cymbalta), steroids, triamcinolone acetonide and surgery (hysterectomy and bilateral salpingo-oophorectomy with essure removal and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, urinary incontinence, bladder pain, hypertension, vision blurred, carpal tunnel syndrome, paraesthesia, hypoaesthesia, pain in jaw, bruxism, breast pain, malaise, dermatitis contact and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, breast pain, bruxism, carpal tunnel syndrome, cystitis, depression, dermatitis contact, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypoaesthesia, inflammation, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pain, pain in jaw, paraesthesia, pelvic pain, post procedural complication, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary incontinence, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in medical record:pelvic pain, menorrhagia, nausea and the following one was reported via social media: inflammation, breast pain, pain in jaw, bruxism and ill-defined disorder, dermatitis contact, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received. Post-operative issues was added as an event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/body aches/ pelvic area'), menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') and sjogren's syndrome ('sjogren') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, tobacco user, numbness and muscle spasm. Concurrent conditions included body mass index normal, head pain, limbs stiffness, displacement of cervical intervertebral disc without myelopathy, insomnia, intracranial hemorrhage, papilloma, papilledema, chronic pain, weakness and abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin (amox) since (B)(6) 2012, azelastine from (B)(6) 2016 to (B)(6) 2016, azithromycin from (B)(6) 2011 to (B)(6) 2016, ciprofloxacin from (B)(6) 2012 to (B)(6) 2016, clavulanate potassium since (B)(6) 2012, diclofenac sodium (diclofenac al) from (B)(6) 2013 to (B)(6) 2016, duloxetine from (B)(6) 2016 to (B)(6) 2018, estradiol from (B)(6) 2017 to (B)(6) 2017, fexofenadine from (B)(6) 2012 to (B)(6) 2012, meclozine (meclizine) from (B)(6) 2015 to (B)(6) 2016, nortriptyline hydrochloride (pamelor), nortriptyline from (B)(6) 2013 to (B)(6) 2016, omeprazole from (B)(6) 2017 to (B)(6) 2017, sulfamethoxazole;trimethoprim (smz-tmp ds) from (B)(6) 2012 to (B)(6) 2016, terconazole from (B)(6) 2012 to (B)(6) 2014 and tizanidine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), rash ("rashes on her upper extremities/skin rash"), facial pain ("facial pain"), eye pain ("eye pain"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), menopausal symptoms ("hormonal changes (describe: pre-menopausal symptoms)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition - type: unknown"), urinary incontinence ("incontinence / infection (bladder / urinary tract / vaginal) - type: and incontinence "), bladder pain ("pain bladder") and hypertension ("hypertension / rashes or skin conditions - type: hypertension") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2012, the patient experienced pruritus ("topical itching/ itching") and skin disorder ("bumps on skin"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder - type of disorder: fibromyalgia "). In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems - condition: depression"). In 2013, the patient experienced vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: both"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision / vision / eye problems - type: blurred vision"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menstrual disorder ("abnormal menses"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("general body weakness, body getting very sleepy"), pain ("body pain, body aches, connective tissue pain"), tenderness ("sensitivity to touch"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), abdominal distension ("abdominal swelling, bloating and distention, feel bloated, bubble movements in my stomach"), dysgeusia ("metallic taste in her mouth"), abdominal pain ("abdominal pain"), inflammation ("I still have inflammation running"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), uterine pain ("uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling legs and arms too"), hypoaesthesia ("numbness legs and arms too."), pain in jaw ("jaw pain"), bruxism ("I have always figured it was from me clinching my jaw or something"), breast pain ("sore breast") and ill-defined disorder ("little illness"). The patient was treated with duloxetine hydrochloride (cymbalta), steroids, triamcinolone acetonide and surgery (hysterectomy and bilateral salpingo-oophorectomy with essure removal and total abdominal hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on 13-oct-2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, urinary incontinence, bladder pain, hypertension, vision blurred, carpal tunnel syndrome, paraesthesia, hypoaesthesia, pain in jaw, bruxism, breast pain and ill-defined disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, breast pain, bruxism, carpal tunnel syndrome, cystitis, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypoaesthesia, ill-defined disorder, inflammation, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pain, pain in jaw, paraesthesia, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary incontinence, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 24.4 kg/sqm.hysterosalpingogram - on 01-aug-2012: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, menorrhagia, nauseaconcerning the injuries reported in this case, the following one was reported via social media: inflammation, breast pain, pain in jaw, bruxism, ill-defined disorder most recent follow-up information incorporated above includes:on 23-jul-2019: this record was detected to be a duplicate to both case records# us-bayer-2019-126244 and us-bayer-2019-136393 (medwatch 3500a MFR number 2951250-2019-04054) from which all information will be transferred to this case (us-bayer-2017-130143). Then both duplicate records us-bayer-2019-126244 and us-bayer-2019-136393 will be deleted. New information: new events added from record us-bayer-2019-126244 (received via lawyer via social media on 21-jun-2019): pain in jaw ('jaw pain') and bruxism ('I have always figured it was from me clinching my jaw or something'). Events added from record us-bayer-2019-136393 (received via lawyer via social media on 17-jul-2019): breast pain ("sore breast"), ill-defined disorder ("little illness"). The event "medical device removal" was added to already reported treatment "surgery". All events were considered to be related to essure by patient. Due to review in this retained case there were only one event abdominal distension and one event of (general) painincident.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/body aches/ pelvic area'), menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') and sjogren's syndrome ('sjogren') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, tobacco user, numbness and muscle spasm. Concurrent conditions included body mass index normal, head pain, limbs stiffness, displacement of cervical intervertebral disc without myelopathy, insomnia, intracranial hemorrhage, papilloma, papilledema, chronic pain, weakness and abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin (amox) since (B)(6) 2012, azelastine from (B)(6) 2016 to (B)(6) 2016, azithromycin from (B)(6) 2011 to (B)(6) 2016, ciprofloxacin from (B)(6) 2012 to (B)(6) 2016, clavulanate potassium since (B)(6) 2012, diclofenac sodium (diclofenac al) from (B)(6) 2013 to (B)(6) 2016, duloxetine from (B)(6) 2016 to (B)(6) 2018, estradiol from (B)(6) 2017 to (B)(6) 2017, fexofenadine from (B)(6) 2012 to (B)(6) 2012, meclozine (meclizine) from (B)(6) 2015 to (B)(6) 2016, nortriptyline hydrochloride (pamelor), nortriptyline from (B)(6) 2013 to (B)(6) 2016, omeprazole from (B)(6) 2017 to (B)(6) 2017, sulfamethoxazole;trimethoprim (smz-tmp ds) from (B)(6) 2012 to (B)(6) 2016, terconazole from (B)(6) 2012 to (B)(6) 2014 and tizanidine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), rash ("rashes on her upper extremities/skin rash"), facial pain ("facial pain"), eye pain ("eye pain"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), menopausal symptoms ("hormonal changes (describe: pre-menopausal symptoms)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea/feel sick to stomach every morning"), dysmenorrhoea ("dysmenorrhea (cramping)/crap"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition - type: unknown"), urinary incontinence ("incontinence / infection (bladder / urinary tract / vaginal) - type: and incontinence"), bladder pain ("pain bladder") and hypertension ("hypertension / rashes or skin conditions - type: hypertension") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2012, the patient experienced pruritus ("topical itching/ itching") and skin disorder ("bumps on skin"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder - type of disorder: fibromyalgia "). In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems - condition: depression"). In 2013, the patient experienced vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: both"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision / vision / eye problems - type: blurred vision"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menstrual disorder ("abnormal menses"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("general body weakness, body getting very sleepy"), pain ("body pain, body aches, connective tissue pain"), tenderness ("sensitivity to touch"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), abdominal distension ("abdominal swelling, bloating and distention, feel bloated, bubble movements in my stomach"), dysgeusia ("metallic taste in her mouth"), abdominal pain ("abdominal pain"), inflammation ("I still have inflammation running"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), uterine pain ("uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling legs and arms too"), hypoaesthesia ("numbness legs and arms too."), pain in jaw ("jaw pain"), bruxism ("I have always figured it was from me clinching my jaw or something"), breast pain ("sore breast"), malaise ("little illness") and dermatitis contact ("a detergent I used for years I wound up being allergic to out of no where"). The patient was treated with duloxetine hydrochloride (cymbalta), steroids, triamcinolone acetonide and surgery (hysterectomy and bilateral salpingo-oophorectomy with essure removal and total abdominal hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, urinary incontinence, bladder pain, hypertension, vision blurred, carpal tunnel syndrome, paraesthesia, hypoaesthesia, pain in jaw, bruxism, breast pain, malaise and dermatitis contact outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, breast pain, bruxism, carpal tunnel syndrome, cystitis, depression, dermatitis contact, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypoaesthesia, inflammation, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pain, pain in jaw, paraesthesia, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary incontinence, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in medical record:pelvic pain, menorrhagia, nausea and the following one was reported via social media: inflammation, breast pain, pain in jaw, bruxism and ill-defined disorder, dermatitis contact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new event a detergent I used for years I wound up being allergic to out of no where were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/body aches/ pelvic area'), menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') and sjogren's syndrome ('sjogren') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, tobacco user, numbness and muscle spasm. Concurrent conditions included body mass index normal, head pain, limbs stiffness, displacement of cervical intervertebral disc without myelopathy, insomnia, intracranial hemorrhage, papilloma, papilledema, chronic pain, weakness and abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin (amox) since (B)(6) 2012, azelastine from (B)(6) 2016 to (B)(6) 2016, azithromycin from (B)(6) 2011 to (B)(6) 2016, ciprofloxacin from (B)(6) 2012 to (B)(6) 2016, clavulanate potassium since (B)(6) 2012, diclofenac sodium (diclofenac al) from (B)(6) 2013 to (B)(6) 2016, duloxetine from (B)(6) 2016 to (B)(6) 2018, estradiol from (B)(6) 2017 to (B)(6) 2017, fexofenadine from (B)(6) 2012 to (B)(6) 2012, meclozine (meclizine) from (B)(6) 2015 to (B)(6) 2016, nortriptyline hydrochloride (pamelor), nortriptyline from (B)(6) 2013 to (B)(6) 2016, omeprazole from (B)(6) 2017 to (B)(6) 2017, sulfamethoxazole;trimethoprim (smz-tmp ds) from (B)(6) 2012 to (B)(6) 2016, terconazole from (B)(6) 2012 to (B)(6) 2014 and tizanidine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), rash ("rashes on her upper extremities/skin rash"), facial pain ("facial pain"), eye pain ("eye pain"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), menopausal symptoms ("hormonal changes (describe: pre-menopausal symptoms)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder or digestive system condition - type: unknown"), urinary incontinence ("incontinence / infection (bladder / urinary tract / vaginal) - type: and incontinence"), bladder pain ("pain bladder") and hypertension ("hypertension / rashes or skin conditions - type: hypertension") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2012, the patient experienced pruritus ("topical itching/ itching") and skin disorder ("bumps on skin"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder - type of disorder: fibromyalgia "). In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems - condition: depression"). In 2013, the patient experienced vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: both"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision / vision / eye problems - type: blurred vision"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menstrual disorder ("abnormal menses"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("general body weakness, body getting very sleepy"), pain ("body pain, body aches, connective tissue pain"), tenderness ("sensitivity to touch"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), abdominal distension ("abdominal swelling, bloating and distention, feel bloated, bubble movements in my stomach"), dysgeusia ("metallic taste in her mouth"), abdominal pain ("abdominal pain"), inflammation ("I still have inflammation running"), bladder disorder ("bladder or urinary problems or change,"), urinary tract disorder ("bladder or urinary problems or change"), allergy to metals ("nickel allergy"), swelling face ("facial swelling"), swelling ("neck swelling"), uterine pain ("uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling legs and arms too"), hypoaesthesia ("numbness legs and arms too."), pain in jaw ("jaw pain"), bruxism ("I have always figured it was from me clinching my jaw or something"), breast pain ("sore breast") and malaise ("little illness"). The patient was treated with duloxetine hydrochloride (cymbalta), steroids, triamcinolone acetonide and surgery (hysterectomy and bilateral salpingo-oophorectomy with essure removal and total abdominal hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia, gastrointestinal disorder, uterine pain and cystitis had resolved and the sjogren's syndrome, inflammation, hypersensitivity, depression, bladder disorder, urinary tract disorder, allergy to metals, swelling face, swelling, urinary incontinence, bladder pain, hypertension, vision blurred, carpal tunnel syndrome, paraesthesia, hypoaesthesia, pain in jaw, bruxism, breast pain and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bladder disorder, bladder pain, breast pain, bruxism, carpal tunnel syndrome, cystitis, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypoaesthesia, inflammation, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pain, pain in jaw, paraesthesia, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, swelling, swelling face, tenderness, urinary incontinence, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in medical record:pelvic pain, menorrhagia, nausea and the following one was reported via social media: inflammation, breast pain, pain in jaw, bruxism and ill-defined disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/body aches"), sjogren's syndrome ("sjogren") and menorrhagia ("prolonged menses") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and tobacco user. Concurrent conditions included overweight. On (B)(6) 2012, 14 days before insertion of essure, the patient experienced rash ("rashes on her upper extremities"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), back pain ("back pain"), migraine ("migraine headaches"), arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("connective tissue pain"), asthenia ("general body weakness"), the second episode of pain ("body pain"), tenderness ("sensitivity to touch"), pruritus ("topical itching"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), facial pain ("facial pain"), eye pain ("eye pain"), neck pain ("neck pain"), lymphadenopathy ("swollen neck glands"), amnesia ("memory loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), the second episode of abdominal distension ("bloating and distention"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), menopausal symptoms ("pre-menopausal symptoms"), skin disorder ("bumps on skin"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gastrointestinal disorder or digestive system condition"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy) and surgery (total abdominal hysterectomy and salpingo-"oophorectomy" bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, menstrual disorder, back pain, migraine, arthralgia, myalgia, asthenia, the last episode of pain, tenderness, pruritus, rash, dry skin, skin exfoliation, facial pain, eye pain, neck pain, lymphadenopathy, amnesia, vaginal infection, vaginal discharge, weight increased, the last episode of abdominal distension, dizziness, dysgeusia, vertigo, fibromyalgia, menopausal symptoms, vaginal haemorrhage, urinary tract infection, skin disorder, headache, nausea, dysmenorrhoea, fatigue, abdominal pain, alopecia and gastrointestinal disorder had resolved and the sjogren's syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, dizziness, dry skin, dysgeusia, dysmenorrhoea, eye pain, facial pain, fatigue, fibromyalgia, gastrointestinal disorder, headache, lymphadenopathy, menopausal symptoms, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pelvic pain, pruritus, rash, sjogren's syndrome, skin disorder, skin exfoliation, tenderness, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight increased, the first episode of abdominal distension, the first episode of pain, the second episode of abdominal distension and the second episode of pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, menorrhagia, nausea. Most recent follow-up information incorporated above includes: on 7-jun-2018: information received via social media. New event sjogren's was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.